Manufacturer narrative:
The customer indicated that samples would be returned however has not been received as of yet. The user reported multiple lot numbers were available on the floor at the time of the incident. The lot numbers were 33c270062, 33e050044, and 33d250039. These lots were manufactured 03/01/2003, 04/01/2003, and 05/01/2003. The breakage could not be determined without returned product however through in house testing it appears that the breakage is most likely due to a smaller internal diameter on the sampling site body and over time the body is expanding and cracking. The orbital process used to secure the site in the body was reviewed with no issues present. The sampling site body has been revised over the last year to allow for ease of insertion of the sampling site. We believe that the change to the body will address this issue. The lot numbers in question were manufactured prior to the change to the body. The device history records were reviewed with no issues present. Medex was unable to confirm this issue however can determine the possible cause. No additional action necessary at this time. Medex considers this issue closed with this MDR report. Medex recognizes that this report is not being submitted within the required timeframe. MDR reporting deadline based upon the date the information was received was september 17, 2004. Medex continues to be committed to regulatory compliance and will take steps to ensure that this does not recur. .

Event description:
The reporter stated that the beds were found wet due to the products leaking due to cracks in the sites. The cracks have been found in the package. At priming and on patients. There was no patient injury or treatment as a result of this issue.